Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.1255 x 0.1685 was not returned with the instrument. Components adjacent to this broken main tube do show damage. The grip cable is loose and frayed. The instrument was found to have a loose grip cable at the grip hub. This is caused by broken main tube near the distal end. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found abnormally sharp or damaged components that could have contributed to the cable breaking. The main tube is broken. The complaint regarding a broken instrument was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was broken. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter could only recall that there was no injury to the patient and the instrument has been already returned for evaluation. Follow-up: on 10/22/2024 the customer was re contacted once the fa findings were available but they had no new information.